Manufacturer narrative:
(B)(4).

Event description:
According to the study: postoperative bleeding from the gastrojejunal anastomosis in four of 1,074 patients. The onset of bleeding in two patients occurred within the first 24 hours. In one pt, the bleeding occurred 3 days postoperatively and in one pt, bleeding occurred 3 weeks postoperatively. In three patients, the bleeding was managed laparoscopically. In the pt with the late presentation, the bleeding stopped spontaneously. All four patients received transfusions.